Manufacturer narrative:
Device was used for treatment, not diagnosis. Patients ID is not available for reporting. Date of event in unknown. Complainant part is not expected to be returned. Initial reporter telephone: (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. Part number: 04.112.031, synthes lot number: 658398: release to warehouse date: may 3, 2011. Mfg. Site: (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) is as follows; it was reported that on (B)(6) 2016 the patient underwent a removal of a broken locking compression plate (lcp) due to pain and damage to the device. The device was removed. No fragments were left in patient. Procedure was completed successfully. On an unknown date the device was confirmed broken by magnetic resonance angiogram (mra). The patient was initially implanted with the device on (B)(6) 2015. This is report number 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed. One 3.5mm locking compression plate (lcp) superior anterior clavicle plate, titanium, 8 holes, left, 120mm length (part number 04.112.031 / lot number 6658398) was received with the complaint category of ¿broken : postoperatively.¿ the complaint condition is confirmed as the plate was received with a break through the fourth combi-hole from the lateral edge. Both halves of the plate were received. Scraping was observed on the anterior edge near the broken hole and around the first lateral hole. The fracture site was examined and no material voids or irregularities were identified. Flattened areas consistent with rubbing after the plate fracture were observed. The complaint condition is consistent with the reported condition. Replication of the complaint condition is not applicable as the plate is already broken. A device history record (DHR) review, visual inspection, dimensional inspection, drawing review, complaint history review, and risk assessment review were performed as part of this investigation. The break is consistent with the result of excessive shear forces. However, as the circumstances at the time of the issue and over the lifespan of the implant are unknown a specific root cause could not be determined. For example, if there is insufficient reduction or healing is delayed there are increased loads the implant must withstand, that would normally be supported by the bone, which could eventually cause it to break due to metal fatigue. This is further impacted by patient compliance and activity level, comorbidities, and the surgical technique. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended and the risk assessment was found to adequately address the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.